Event description:
Customer reported hospitalization due to low blood glucose. Customer stated the blood glucose reading was 22 mg/dl. Customer passed out. The paramedics were called and transported customer to hospital. Customer was treated with sugar water. Customer also has liver disease. The current blood glucose reading is 213 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.